Event description:
It was reported that the patient had treatment on (B)(6) 2015 on her face and at the follow up appointment at 6 days post treatment the patient's face looked as expected with this type of treatment (exfoliation and erythema, with some scabs on upper lip). Reportedly the patient complained of itching and was non-compliant with the recommended post-treatment regimen (not keeping her skin moisturized). The physician and staff reportedly relayed to the patient the importance of moisture to help with the irritation and itching. Seven days later the patient returned to the treating facility showing severly damaged skin almost to the dermal layer on the lower cheek area. According to the esthetician the skin looked infected and was likely to scar. Reportedly the patient had been non-compliant with the physician's recommendations (not keeping her skin moisturized), was picking at her face and confirmed rubbing with a wash cloth and using tweezers to remove tissue. The reporter (treating facility) indicated that there were no system errors and nothing unusual was noticed during the treatment.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.